Event description:
Additional information was requested and received stating a 20.5 diopter lens was exchanged for a 19.5 diopter lens due to disabling glare at night and decreased quality of vision/did not feel safe to drive on the freeway. This does not meet criteria for reporting based on applicable medical device regulations. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens. There was no patient harm.

Manufacturer narrative:
Based on correction information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient has disabling glare at night and decreased quality of vision. The lens was explanted in a secondary procedure after six months of initial implantation. The clinical reason for the explant was patient complications. Additional information has been requested.